Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed calcification with tortuosity present in the patient's left access vessels, and sheath liner torn with crimped valve protruding through mid-section of the shaft. In this case, the complaints of inability to advance through the sheath, liner punctured and sheath damaged were confirmed based on evaluation of the provided imagery. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. In addition, it is likely that additional device manipulation was used to overcome the resistance associated with stuck valve, which could compromise the sheath liner integrity, leading to a puncture. As tortuosity and calcification were present, this could have promoted non-coaxial advancement angles, causing the crimped thv to catch on the sheath hdpe and liner, leading to damage. Therefore, available information suggests patient factors (calcification, tortuosity) and procedural factors (device manipulation) likely contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a left-side transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. The valve became stuck in the esheath+ while being advanced near the iliac due to calcium and the force of the valve going through the esheath+, which caused esheath+ splitting at the expandable portion. The fcs clarified that "it appeared [that the tear/puncture] started in the normal sheath seam but potentially was pushed into the blue [hdpe] material and tore it as well". The whole system was removed (esheath+, commander delivery system and valve) as a unit, and a new system prepped. The second valve was successfully deployed. Per report, there were no patient complications.